Event description:
It was reported that over time the patient started to experience pain in the shaft of the penis and his penis became curved. The physician removed and replaced the pump and cylinders but left the original reservoir in and attached the new pump and cylinders. The physician believes the patient had peyronies which was not corrected with previous implant.